Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty at l2. Intra-op, the balloon of the right side inflatable bone tamp (ibt) ruptured from the caudal side. The balloon inflated like the shape of an oblong cut in half although it was inflated from the center of the vertebral body. When it was considered that the balloon had inflated enough, the surgeon went to perform cement mixing. The pressure was about 160 psi at that time. During cement mixing, it was noticed that the pressure had become zero; hence, image confirmation was asked for. From the shape of the contrast media in the captured image, it was judged that the balloon ruptured. Without performing washing, the handle of the ibt syringe was pulled and the contrast media was sucked. As it became a level that was unable to be discriminated even with the images, the cement was filled and the operation was finished without any further problem. No fragment of the ruptured balloon remained inside the patient. There were no patient complications as a result of this event.